Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer cleared the alarm and continued using the pump for insulin therapy. There was no impact to the customer¿s blood glucose.